Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). While attaching water lines, disposable became disengaged, upon re-engagement of disposable alarm displayed pump disposable error-stop. The hand crank was used to prevent injuries. It was reported, that there was no change in the patient's condition. The patient was not injured.

Manufacturer narrative:
(B)(4). As the device failed during treatment, the device was replaced and the case was finished without known consequences. A service order is not available, because the ssu confirmed a user error. The disposable was replaced with no adverse effect to the patient. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. According to the disposable this incident has also been reported under FDA#8010762-2017-00053.

Event description:
(B)(4).